Event description:
Event description guidant received information that the patient presented due to beeping from the cardiac resynchronization device (crt-d). An interrogation of the crt-d found it to be at eri. The physician is concerned that the device may have depleted prematurely. It was further reported that the left ventricular (lv) output was programmed very high at 5.5 volts and 1.0 ms.